Manufacturer narrative:
An event regarding pain involving an adm liner was reported. The event was not confirmed. The patient also enquired as to whether their implants are subject to a recall. It was confirmed patient¿s adm liner is not subject to a recall. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient's husband called regarding if wife's hip replacement was part of a recall. Surgeon said everything if fine but husband said wife is not doing well and in pain.

Manufacturer narrative:
The following other devices were also listed in this report: citation tmzf ha short size#4l; cat#6265-5204; lot# 40494501 trident hemispherical solid back shell; cat#500-11-52e; lot# 40269701 delta v-40 ceramic head 28/0; cat#6570-0-128; lot# 41615502 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient's husband called regarding if wife's hip replacement was part of a recall. Surgeon said everything if fine but husband said wife is not doing well and in pain.